Event description:
The customer received a blood glucose reading on her contour next meter that was 50 mg/dl higher compared to that obtained on a different meter. The specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. A new meter kit was sent to the customer. The customer lost the strips and therefore, no strip information was available. As the customer lost the test strips, they are not expected to be returned. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
Product code in the initial MDR was inadvertently captured as jjx. The correct product code for this report is nbw. Has been updated with the correct product code.